Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a program alarm anomaly and insulin pump was beeping. Insulin pump was not responding and display screen was blank. Information was unable to download. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump powered up after battery installation and no blank display was noted however, the insulin pump powered up with a full segment display due to faulty component on the interface board. Unable to perform the self-test, a21 error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, or verify the operating currents, a13 alarm, and download to carelink difficulty due to full segment display. No audio or beeping alarm noted. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.